Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist was informed that the same patient was redrawn on different dates and the initial results were also falsely elevated for the human chorionic gonadotropin (hcg) assay. The sample tubes in use are gold top serum separator tube (sst) and are centrifuged at the lab at 2200 revolutions per minute (rpm) for 10 minutes. The customer provided hcg quality control (qc) data, and the results are within range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the sample and reagent probe dispense angle, pipettor probe (sample and reagent) alignment into the reaction tube, and no issues were found. The dual resolution diluter (drd) alignments were inspected, and the cse changed drd configurations. The water and substrate probe dispense volume were checked, and a water test was performed, and there was no reported issue with the results. The customer ran qc on the instrument and informed that results were in range. The cause of the discordant falsely elevated hcg results is unknown. No further evaluation of this device is required. This event is associated with the following mdrs: 2247117-2018-00061, 2247117-2018-00062.

Event description:
Discordant falsely elevated human chorionic gonadotropin (hcg) patient results were obtained on an immulite 2000 instrument. The initial results of the same patient samples were reported and questioned by the physician. The customer used the same samples and instrument to perform repeat testing on (B)(6) 2018. A corrected report was not issued. The customer sent the patient(s) sample to another lab for testing on alternate platform and a result of 1.0 miu/ml was reported. There are no reports of patient intervention or adverse health consequence due to the hcg discordant patient results.

Manufacturer narrative:
Siemens filed the initial MDR on 13-july-2018. Additional information (19-july-2018): section b6 is updated with additional repeated hcg sample draw results provided by the customer. The results are associated with the following date of event: 11-jun-2018, 15-jun-2018. The customer also informed siemens that samples from two different draw dates are available. The samples were requested, and siemens is investigating. This event is related to the following mdrs: 2247117-2018-00061, 2247117-2018-00062.

Manufacturer narrative:
Siemens filed the initial MDR on 13-jul-2018 and the initial supplemental MDR on 10-aug-2018. Additional information (11-sep-2018): the customer provided two of the affected samples (sample ID (B)(6) and sample ID (B)(6) for further investigation. Siemens performed an internal investigation to compare the results from the immulite 2000 instrument to another instrument (advia centaur xp). In this study, siemens calibrated both instruments, ran quality controls and ran the affected samples twice on each instrument. Siemens reproduced the customer's observation and determined that higher human chorionic gonadotropin (hcg) results were obtained on the patient samples on the immulite 2000 instrument, compared to the alternate instrument. One of the samples was also tested using onboard dilutions (1:3, 1:5, and 1:10) and was treated with heterophilic blocking tube (hbt). The sample was repeated on the instrument post hbt treatment and the results decrease by more than 50%, which demonstrates that an interferent potentially contributed to the discordant, falsely elevated hcg results. Different antibodies are used to create the immulite 2000 and advia centaur hcg assays and they can show different cross reactivity, which accounts for the differences in results observed between the instruments during siemens internal study. The cause of the discordant, falsely elevated hcg results is unknown. The customer informed siemens that the patient was on the following medications when the discordant, falsely elevated hcg results were obtained on the samples: naturemade prenatal multi + dha (200mg dha), allegra, coq10, dhea, garden of life. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2247117-2018-00061_s2 and MDR 2247117-2018-00062_s1 were filed for the same issue.